Event description:
It was reported that balloon ruptured and pinhole occurred. The 90% stenosed target lesion was located in the moderately tortuous graft anastomosis. A 4.00mm/ 1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.